Manufacturer narrative:
The field service engineer determined a rinse station nozzle was clogged, causing the reaction cells to overflow. The issue was resolved. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 and a second patient sample tested with ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. No units of measure were provided. The first sample initially resulted with a creatinine value of 2647.0, which repeated as 85.0. The second sample was tested on (B)(6) 2020 and initially resulted with an na value of 127, which repeated as 140. This sample initially resulted with a cl value of 66, which repeated as 102. The creatinine reagent, na electrode, and cl electrode lot numbers and expiration dates were requested, but not provided.